Event description:
The customer reported the bath on the acc t diff 2 instrument overflowed between 2.5 and 5 ml of diluent onto the counter. Blood, control material, clenz, lyse and diluent reagents may have leaked from the baths. The user was wearing personal protective equipment (ppe) consisting of gloves, eye protections, and lab coat at the time of the incident. The customer cleaned the spill using absorbent paper towels. Patient samples or results were not reported to have been affected by the leak. No discrepant results were generated and a failure mode was not identified that would indicate potential discrepant results. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The msds was not reviewed by the technician, however, the facility has exposure control or risk management plans in place. On (B)(6) 2012, the field service engineer (fse) was dispatched to investigate the event. The fse was unable to reproduce the problem. The fse replaced lv18, cleaned the waste pump and ran reproducibility, controls and startup and all passed, within specifications. The vl18 is the cleaner select valve that is connected to the waste system for draining the wbc bath, the rbc bath, and the vacuum chamber (vc1). The cause of the leak is unknown since the fse was unable to reproduce the problem. However as a preventative measure the fse replaced lv18 and cleaned the waste pump.

Manufacturer narrative:
The cause of the leak is unknown since the fse was unable to reproduce the problem. However, as a preventative measure, the fse replaced lv18 and cleaned the waste pump. (B)(4).